Manufacturer narrative:
Device evaluation: of the complaint are: rupture: one opening in radius side assessed as fold flaw opening. Pain: unable to observe as it is a medical event not related to the device. Additional observations: stress marks are observed assessed as non-penetrating nick. Creases are observed. Wear abrasion is observed. No further actions are required as the device was implanted.

Event description:
Health care professional reported left side pain, and rupture . Device has been explanted and replaced.

Event description:
Health care professional reported left side pain, and rupture . Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.